Event description:
It was reported, "on (B)(6) 2022 at 15:00 I removed the 5 fu from the port needle and the twist lock from the port needle was broken from 2 sides, flushing of the port needle was not possible. Dha also looked at this and could not flush the port needle because everything was going on. Chemotherapy did not run concurrently. Rotational blockade was greater than with other infusions."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0939 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation:¿patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged ez huber infusion set is inconclusive due to poor sample condition. One open ez huber 22 ga x 25 mm sample and twenty-two sealed samples were returned for evaluation. All of the sample packaging indicated lot: refs0939. The open sample was inspected. The white cap was able to be removed. Microscopic observations of the luer hub did not reveal any apparent damage or cracks. The sample was infused and pressurized with water using a 12 ml syringe and no leaks were experienced. The remaining sealed kits were opened and also inspected. No issues or damage were noted during microscopic observation and functional testing of the sealed samples. It could not be determined if the sample experiencing the reported issue was returned. Since none of the returned samples exhibited damage corresponding to the entry description of ¿needle was broken from 2 sides, flushing of the port needle was not possible¿, the complaint could not be confirmed and remains inconclusive at this time.

Event description:
It was reported, "on (B)(6) 2022 at 15:00 I removed the 5 fu from the port needle and the twist lock from the port needle was broken from 2 sides, flushing of the port needle was not possible. Dha also looked at this and could not flush the port needle because everything was going on. Chemotherapy did not run concurrently. Rotational blockade was greater than with other infusions."